Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2016 with the following findings: no defects were found as the pump performed per specifications. The review of the black box data showed a call service alarm 064-0001 with high force occurring due to occlusion. During the actual testing, the rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and after 24 hours no call service alarms were received.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump could not be primed without recurring call service 064 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.